Event description:
The customer reported via phone call that the insulin pump alarmed button error following insulin delivery. The customer's blood glucose was 244 mg/dl. The customer did not observe any significant events leading to the alarm. She declined troubleshooting for high blood glucose event. The customer also removed the battery and kept it out of the device for greater than the duration allowed by the insulin pump; this triggered a battery out limit alarm, which the customer was advised was indicative of normal device use. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump. She declined to replace the insulin pump and refused to return the device for analysis.

Manufacturer narrative:
The evaluation codes provided with the initial report were incorrect. The correct evaluation codes have been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.